Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was prophylactically replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.